Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operation by the patient. The patient was hospitalized. On unreported date(s), the patient was treated with unspecified intraperitoneal drug(s) (medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. On an unreported date in the same month this report was received and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.